Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose level of over 600 mg/dl and diabetic ketoacidosis. Customer was treated with lantus and an intravenous fluid drip. Reportedly, the customer had initiated the load process, however, did not complete the fill cannula step until 40 minutes later, subsequently, a resume pump alarm was declared as intended. Insulin delivery was stopped due to the customer not completing the load process. Reportedly, the customer was released from the hospital on (B)(6) 2020 with no permanent damage. Multiple attempts were made to follow up with the customer, however, a response was not received.